Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported no delivery alarm on her insulin pump. Troubleshooting found customer was able to manually prime and insulin was clear. Customer stated she will treat her blood glucose by injection. Customer will return reservoir and tubing for analysis. No additional information is provided.